Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 401 mg/dl. The customer was treated for high blood glucose with needles. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 401 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was unable to rewind ther insulin in reservoir compartment. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 401 mg/dl. The customer reported that the type of moisture/fluid exposure to the pump is insulin. The customer stated that there is leak in reservoir compartment and pump to be replaced.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to confirm e70 error alarm in alarm history due to history file was overwritten. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. No a35 error alarm or a79 error alarm noted during our testing. All of the buttons functioned properly and no moisture damage on the keypad traces or electronic assembly noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and broken belt clip slot at battery tube threads area.